Manufacturer narrative:
1038671-2024-02704. Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-02704.

Event description:
12-aug-2024 additional information: as reported via email to legal 07-aug -2024 (product identification list, implant op report and revision op report attached). Pre/post diagnosis: failed left total knee arthroplasty secondary to stiffness. Op notes: upon entering the knee there was a large amount of clear looking synovial fluid. Fluid cultures were not sent. Patella was everted and a complete synovectomy of the undersurface of the extensor mechanism and the entire suprapatellar pouch. All scar tissue about the pouch was removed in entirety. Patella found to be well fixed. Patella not revised. Tibia was dislocated forward. The polyethylene was extracted without difficulty. Tibia was noted to be well fixed; carefully removed. There was a large metaphyseal defect after the removal of all cement. For this reason, elected to use a metaphyseal cone. Attention was then directed to the femur. Femoral component found to be well fixed. There was a large amount of hypertrophic bone and retained osteophytes about the distal femur. Femoral component extracted from the cement mantle without any disruption of the cement mantle, no significant bone loss. Revision left tka; replacement of tibial and femoral components. Original summary: it was reported via legal documentation that approximately 109 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, stiffness, loss of motion, weakness, difficulty ambulating, surgical revision. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices (B)(6) 02-010-01-0220 - logic femoral ps cem left sz 2; (B)(6) 02-012-39-2020 - logic tibia fin tray cem sz 2f/2t; (B)(6) 200-03-32 - one peg patella 32mm.